Manufacturer narrative:
The remaining fragment analysis performed by an outside laboratory showed no textile abnormality such as tear, hole, filament rupture or sectioning, loss of the textile cohesion. The ultrastructural analysis corroborated the macroscopic observations. The presence of collagen coating was also confirmed. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.

Manufacturer narrative:
(B)(4). A review of the complaint device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. (B)(4). One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. (B)(4). A remaining fragment of the involved product has been sent to an outside laboratory for macroscopic and scanning electron microscopy analysis. The investigation is still on-going. A follow-up report will be submitted upon completion of the investigation.

Event description:
During an extraanatomical bypass surgery performed on (B)(6) 2016 for an abdominal aortic aneurysma, it was reported a bleeding through the graft. The bleeding occurred during sewing the anastomosis and stopped by itself after waiting nearly half an hour. The graft remained implanted. No adverse consequence for the patient has been reported.